Event description:
Boston scientific received information from a clinical study adverse event form that this patient was being transferred to another hospital on (B)(6) 2014 for left sided heart failure evaluation. Amiodarone was discontinued and the patient was placed on antibiotics. The patient was presented to the electrophysiology (ep) laboratory for device explant. During the procedure, the patient died. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore, the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.